Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient¿s nurse reported that the patient was admitted to the hospital because his blood glucose level had reached 700 mgdl 2 days after the sensor was put on the arm. She stated that the patient had recently changed his sensor and only had two sensors left, as well as his infusion sets, but his blood sugar still would not go down. The patient had reportedly contacted the nurse earlier and informed her that his blood sugar had not decreased from 700 mgdl. She also shared that all of his connected devices had been removed at the hospital. In addition, the nurse mentioned that the patient had left his remaining two sensors in his apartment because he thought they were not working. The nurse said inaccuracy was the reason the patient ended up in the hospital. The nurse said that the patient had been actively checking his blood glucose using accu-chek. She explained that his readings were continuously rising and were, "not reading correctly." The nurse said patient¿s blood glucose had reached almost 800 mgdl. The nurse explained that, according to the patient, the (trend) arrows on his ilet were showing upward trends. He performed a backup check using accu-chek and changed the sensor twice, but his "readings" still were not going down. The cgm value during this time was not discussed, only the trend arrow. The nurse stated that the patient activated a call alert after being advised by the va to go to the hospital. He was transported to the ER by ambulance at around 9:30 in the morning. Upon arrival, his reported blood glucose level was nearly 800 mg/dl. The sensor was removed, and, according to what the nurse heard, the patient was placed on an insulin drip. She added that the patient had not been feeling well at the time of the incident and was unable to provide detailed information about the cgm value, as she was not present during the event. However, she confirmed that the patient reported the sensor was giving "inaccurate readings." The nurse also confirmed that the patient was currently fine and hopefully be discharged the following day. She added that she honestly did not know what happened, but she was certain that the patient¿s pump was always filled. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.